Event description:
Pt needed IV contrast for CT scan of abdomen/pelvis. Pt had power infus-a-port with identifiers (acceptable for power injection). The rn accessed the power infus-a-port and the CT technologist noted 2 identifiers on the port (pt's wristband and 3 bumps indicating the port is "power" as described by bard). There was no problem with patency, as port was flushed several times. The CT scan was performed at a rate of 2.5ml/second. There was no contrast enhancement at the time of scan and a subsequent port. Chest x-ray revealed an extravasation into the chest. Chest CT revealed contrast extravasation from the port injection site or port leakage. Date of use: (B)(6) 2013 - (B)(6) 2013 and 90cc.